Manufacturer narrative:
Patient¿s date of birth and weight are not available for reporting. Additional device product codes: gwo, gxr. Device broke during insertion; device not considered implanted/explanted. (B)(6). A device history record (DHR) review was performed for part #: 04.503.105.01c, lot#: h179571 (non-sterile) - ti matrixneuro screw self- drilling 5mm. (B)(4). Manufacturing location: (B)(4), manufacturing date: 07-sep-2016. Inspection sheet- inspect dimensional final inspection met inspection acceptance criteria. Raw material part (B)(4), lot-9954218 received from supplier (B)(4). Product (B)(4) certification test report provided by (B)(4) meets specification. Raw material receiving/putaway checklist meet specification. No non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2017, the surgery was proceeding as usual, when brocade was performed. After the insertion of the screws on the skull, the screw heads broke and the body of the screws remained inside patient¿s skull. This happened with two (2) screws during this surgery. The surgeon left the bodies of the screws into the skull of the patient and continued with the placement of the other plates. Patient status reported as stable. No patient harm reported. Surgery was prolonged for 5-10 minutes. The procedure was completed successfully. Concomitant devices reported: plate (part # unknown, lot # unknown, quantity unknown), screws (part # unknown, lot # unknown, quantity unknown). This report is for one (1) ti matrixneuro screw self-drilling 5mm (B)(4).

Manufacturer narrative:
Investigation summary: the investigation has shown, that both screws are broken between the head and the shaft. The broken off screw shafts were not returned as it remained inside the skull. Otherwise the screw heads are in a good condition. The review of the production histories revealed that this screw was manufactured in september 2016 according to the specifications. The relevant length cannot be measured due to its broken off condition. We are not able to determine the exact reason for this broken screw, but it is likely that too much applied mechanical force caused this damage. To prevent such problems, it is necessary to operate according to the technique guide and following; ¿warnings: these devices can break during use (when subjected to excessive forces or outside the recommended surgical technique). No product related issues were identified. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeon left the bodies of the screws into the skull of the patient and continued with the placement of the other screws. Concomitant: matrixneuro cranial plate, (part# 04.503.062 / lot# unknown / quantity 3). Matrixneuro cranial plate, (part# 04.503.063 / lot# unknown / quantity 5). Screws (part# 04.503.103.01c / lot# unknown / quantity 2). Screws (part# 04.503.104.01c / lot# unknown / quantity 18).